Event description:
It was reported that the trial patient had discomfort where the ¿wiring is¿ and could not get any comfort while sitting or lying down. It was noted that the trial external neurostimulator (ens) was implanted on the day of report. The patient also stated that when they go to the bathroom they did not know if they needed ¿extra addition¿ on their toilet seat because it was uncomfortable to sit (felt like a burning and it hurt). When asked, the patient stated that the pain was from the stimulation and surgical pain (¿a little of both¿). It was also noted that the stimulation was ¿going up and down¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).